Event description:
Axillary temperature performed on patient in triage bay by patient care associate, initially read 98.6 f. Axillary temperature performed on patient in exam room by nurse, read 101.4 f.